Manufacturer narrative:
Per the user facility, the reported non-clinical activity was during a routine check of the unit.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) had a blank screen. There was no patient involvement.